Event description:
It was reported that the pump was struck by a hockey stick, after which the cartridge adapter broke and a cartridge fragment became lodged in the pump; the user attempted removal with tweezers and pliers, and an on-device press-and-hold action advanced to approximately 90 units before an ¿unable to proceed¿ alert occurred, after which the cartridge was finally removed and the display remained intact. Symptoms included no adverse clinical effects. Outcomes included no clinical impact requiring medical intervention. Investigation included customer interview and troubleshooting guidance provided by support. Investigation of this case revealed a mechanical damage event to the cartridge adapter and a temporary inability to remove the cartridge. It was concluded that the event was due to external physical damage rather than a device malfunction.